Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event.

Event description:
It was reported that patient underwent a total hip arthroplasty on an unknown date. A revision procedure has been indicated due to an unknown reason; however, no revision has been reported to date.